Event description:
It was reported that: "a piece of the needle broke off in a patient." Additional information: "the procedure was a bone lesion biopsy of the right iliac crest. We received new biopsy guns within the last 6-8 months. A piece of needle broke off in patient's right iliac crest. Removed remaining product from patient, reported incident to hospital and contacted vendor." The patient was reported as fine/stable.

Manufacturer narrative:
(B)(4). The customer returned an access cannula, an access stylet, a biopsy cannula and one affected biopsy cannula. Blood particulates were noted on all units. The unit were decontaminated and inspected. Only the affected biopsy cannula exhibited shaft separation. It was noted upon product return that approximately 6.5 cm of shaft was missing. Distal end appeared to be damaged with stress. A DHR review was completed and no issues or nonconformities were noted. Case details were reviewed. Customer stated, "a piece of the needle broke off in a patient". As per the additional information received, the procedure was done on the right iliac crest. The separated piece was left inside the patient. The IFU along with the product states ''do not apply excessive force to driver/ needle set''. It is likely that the cannula was lodged into the bone due to anatomical conditions (sclerotic bone). However, no information on the bone conditions were provided. A manufacturing record review was completed and no related nonconformances were found. Based on the information, the most likely root cause of the issue is operational context. The der process will continue to monitor for any similar events.

Event description:
It was reported that: "a piece of the needle broke off in a patient." Additional information: "the procedure was a bone lesion biopsy of the right iliac crest. We received new biopsy guns within the last 6-8 months. A piece of needle broke off in patient's right iliac crest. Removed remaining product from patient, reported incident to hospital and contacted vendor." The patient was reported as fine/stable.

Manufacturer narrative:
Qn#(B)(4).